Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had noticed gradual increases in his tone but did not go through any severe withdrawal. They had suspected a fracture in the catheter, but that was ruled out during the catheter revision procedure. It was discovered that the catheter had completely backed out of the patient's intrathecal space. A new spinal segment was spliced into the pump portion of the original catheter. The patient was stated as doing "great" at the time of this report. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.